Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarms occlusion even though there was no occlusion in the set during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'pump registers occlusion even though there is no occlusion in the set' was not reproduced. Device was sent in for ultrasonic sensor us occlusion and downstream occlusion and passed both test. A review of the event history log revealed downstream occlusion and upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.